Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges are required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fusarium keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product. Add'l lot# gj5067, expirated dated: 09/30/2007.

Event description:
A report was rec'd via FDA's medical products reporting program that a female pt experienced bilateral corneal ulcers and keratitis while using renu with moistureloc multi-purpose solution. In 2006, the pt presented to the ophthalmologist's office with a suspected infectious, central corneal ulcer and hypopium in the left eye. No culture was performed to confirm infection type. The pt also had symptoms of conjunctivitis in the left eye. The pt had no symptoms present in the right eye. Her visual acuity was 20/400 in the left eye and 20/25 in the right eye. The pt was prescribed vigamox (one drop every ten minutes for the first hour and 1 drop every hour for the next several days), cyclogly, and "nfinanac" as treatment, on the following month, the pt developed corneal ulcer in the right eye after resuming contact lens wear in that eye. The pt was also reported to have bilateral epithelial defects in both eyes from the corneal ulcers healing. Nineteen days later, the pt's condition was resolved. She had a minimal central corneal scar in the left eye and no corneal scar in the right eye. The pt did not have a permanent decrease in visual acuity in either eye.